Event description:
The customer reports that the device needed service by the field. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device needed service by the field. There was no reported pt involvement. The philips field service engineer confirmed that the device did not power up immediately. The field service engineer surmised this was due to the fact that the battery did not snap into place when attempted. The field service engineer replaced the battery pca to resolve the issue. The post repair testing did confirm that the device powered on in normal operation. All performance assurance tests passed and the device was returned to service. We will consider this a malfunction of the battery pca that caused the device to not power up immediately.